Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a prostatectomy with the help of a robot, the applier was used to clamp the links of the extraction bag. The jaws of the applier broke inside the abdomen of the patient. The small piece was taken out of the patient immediately.

Manufacturer narrative:
(B)(4). When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. After the investigation of the instrument, we came to the following result: the pull rod is torn off at the jaw. The pull rod on the insert is bent. The complete jaw is not available for investigation. The instrument has been returned for repair the second time. Due to the existing damages, it is assumed that the breakage was caused by an overloading. No actions will be initiated. As soon as a repair authorization is received, the repair could be performed.

Event description:
It was reported that during a prostatectomy with the help of a robot, the applier was used to clamp the links of the extraction bag. The jaws of the applier broke inside the abdomen of the patient. The small piece was taken out of the patient immediately.